Event description:
It was reported that pump displayed malfunction alarm malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy.